Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. No haptic or optic damage observed. All product and batch history records are quality reviewed prior to product release. There was no indication of cartridge use. Two viscoelastics were indicated. The product investigation could not identify a root cause for the reported event. A malfunction has not been indicated or information provided that the lens was the cause of the event. Information was provided the multipiece, 25.0 diopter lens model was replaced with a single piece 21.0 diopter lens model. There is one other complaint in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that during an intraocular lens (iol) implant procedure, the iol was inserted and removed due to another lens model needed. It was reported a vitrector was used to retrieve the lens and a vitrectomy was most likely performed during the procedure.